Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. This may have resulted in articulation of the glenosphere on the humeral tray leading to full thickness wear of the humeral tray and the fracture of the locking screw. However, this cannot be confirmed as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
"D10: see h11 for concomitants. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. This may have resulted in articulation of the glenosphere on the humeral tray leading to full thickness wear of the humeral tray and the fracture of the locking screw. However, this cannot be confirmed as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported, approximately three years post initial right tsa, the 78 y/o male patient poly dissociated at unknown point, cause unknown. After dissection, it was noted that the motion of the glenosphere without a poly in place had worn away humeral tray and locking screw. All components above were removed and replaced with new implants. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient stable at end of case. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-ray. The devices are not available for evaluation due to hospital policy. No further information provided.

Manufacturer narrative:
Section d10: concomitant products eq rev 42mm glenosphere (cat# 320-01-42 / serial# (B)(6)) eq rev adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)) eq rev locking screw (cat# 320-15-05 / serial# (B)(6)) eq rev torque screw kit (cat# 320-20-00 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of humeral liner disassociation and subsequent abnormal articulation between the glenosphere and humeral tray leading to full thickness wear of the humeral tray and fracture of the locking screw. The reason for the disassociation cannot be determined but may be the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. H6: corrected medical device, component, and investigation clinical codes.